Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. (B)(4). Summary of investigational findings: based on the provided information, it was not possible to determine the root cause of the reported event. No imaging was provided to determine the existence and thereby the root cause. The reporter states that the proximal neck length was only 22 mm, while the IFU states the length of this segment to be minimum 25. In addition to this, the IFU, endoleak is addressed as an adverse event. It was unfortunately not possible to conclude a root cause for the endoleak. The package insert states endoleak as adverse event. Furthermore it is stated that the proximal neck length should be minimum 25 mm, in this case the proximal neck length was only 22 mm. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: a (B)(6) male patient underwent tevar with a right approach in order to close the entry of type b aortic dissection that had occurred about 3 months before. The procedure was not suitable for the patient though, the physician conducted it since it was a patient's wish and was risky to conduct thoracotomy. Proximal neck length was 22mm. Zteg-2pt-40-158-pf ((B)(4)) was placed but type ia endoleak slightly occurred. Then, the physician decided to place tbe-40-81-pf additionally to resolve the endoleak. Delivery system of tbe-40-81-pf ((B)(4)) was advanced to the proximal site, but it would not progress past the previously placed zteg-2pt-40-158-pf. Push-and-pull movement was applied to the delivery system though, it would not progress past the mainbody yet. Another manufacturer's device (tag f40mm, length 10cm/ gore) was used instead. Though the type ia endoleak slightly remained with tag though, the physician decided to take a wait-and-see approach and the procedure was finished. Patient outcome: there have been no adverse effects to the patient reported.